Event description:
Patient underwent acl repair with btb autograft. Pump was set at 70% and pressures were 70. When right lower extremity was elevated to harvest graft, significant calf sweeling noted consistent with compartment syndrome, presumed secondary to extravasation. The tourniquet was deflated and the calf was wrapped in compressive dressing to aid fluid reabsorption. The graft was harvested and the repair continuted. At the end of the case, the calf was soft. Follow up with company representive present in case indicates the initial pressure was set at 90mmhg for too long. Rep comunicated this to the attending surgeon ( a resident also in case) and pressure was lowered to 40mmhg. Approximately at 1.5 hours into the case the calf was noted swollen and the tourniquet was released and the pump shut off. Pump was restarted at 40mmhg after graft was harvested, approx. 45mins after, and calf was already soft. Procedure was then completed. This device is used for treatment.